Manufacturer narrative:
Initial reporter phone #: unknown. Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for no additive with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the root cause / potential root cause for the missing additive was determined to be that this tray of gelled tubes were inserted into the tube assembly process, after the additive dispense stage, in error. These tubes were manufactured on line 6, which does not have the advantage of sensors to detect the lack of a silica coating. Bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that there was no additive silica in the bd vacutainer® sst¿ ii advance tube. No serious injury or medical intervention reported.